Manufacturer narrative:
The suspect device was discarded; therefore, the cause of the reported balloon burst is undetermined. The device history record ( DHR) of the pertinent lot was reviewed for related issues and none were noted. A search of the complaint database revealed no additional complaints for this lot. The april 2008, 15-month cre balloons product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in 2008. According to the complainant, " [d]uring the procedure, they had dilated [for] close to a minute and the balloon popped at 7atms inside the stricture. [There was no] harm to the pt [and] there was no need to use another device. The case was completed with no pt complications." The pt's condition was reported as "fine" following the procedure.